Event description:
On december 8, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on december 8, 2023, at 8:15 am when she obtained an alleged high result of ¿221 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medications (metformin and glimepiride/dose unspecified). In response to the elevated reading, the patient reported taking an extra pill of glimepiride then developed symptom of feeling ¿shaky¿. The patient stated that she drank a cup of coffee as self-treatment at 12:50 pm and that prior to treatment, she received a blood glucose result of ¿38 mg/dl¿ on another meter. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of glimepiride medication based on an alleged inaccurate high result obtained with the subject meter.